Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there difficulty inserting the device into the trocar? How was the device removed from the tissue? Did the jaws of the device eventually open? Did the device cut and staple properly? If no, please describe.

Event description:
It was reported by the affiliate that during an appendectomy procedure, the stapler, while passing through the trocar had difficulty opening and attach the appendix. The trocar was introduced again, this time running normally, but after the firing process, could not open it. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tsb35 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.